Event description:
A peripheral atherectomy procedure commenced to treat a lesion in the superficial femoral artery (sfa) and chronic total occlusion (cto) in the popliteal artery/tibioperoneal trunk. A philips quick-cross support catheter was used to treat the patient. While using a contralateral approach, hemostats were used to clamp down the terumo 0.014 guidewire, but the quick-cross got clamped as well. Upon removal of the quick-cross, resistance was met but pulling continued. At that time, the quick-cross broke, and remained on the guide wire. The hemostats were removed, and when attempting to push the guidewire further through the introducer sheath and removing the quick-cross off the guidewire, the device continued to break into several pieces. However, all of the fragments were removed from the patient. The procedure was completed using a balloon and shockwave device. No patient injury reported. This report captures the quick-cross which separated at the shaft, potential for harm.

Manufacturer narrative:
A2: patient date of birth: not available from facility. B6/b7: patient information regarding relevant tests/laboratory data or medical history: not available from facility. H3/h6: the quick-cross was not returned; thus, no product evaluation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
H3) the quick-cross device was returned for evaluation in five pieces; however, the proximal luer was missing. Section 1 includes three marker bands and lumen material; measuring approx. 34.8 cm in length. Section 2 includes lumen material; measuring approx. 100 cm in length. Section 3 includes lumen material; measuring approx. 52.5 cm in length. Section 4 includes lumen material; measuring approx. 9.8 cm in length. Section 5 includes lumen material; measuring approx. 18.8 cm in length. Visual inspection found biologics and damage (ripped, wrinkles, stretching, twisting, tears) throughout the entire length of the device. The total combined length is 215.9 cm, which exceeds the specification working length of 150 cm due to severe stretching. With the exception of the proximal luer, it cannot be determined if material is missing due to the stretching. H6) based on device evaluation and investigation, the root cause is likely due to the target lesion and patient condition resulting in the resistance. The probable cause of the separation is due to the pulling force, which led to the stretching of the lumen material and ultimately resulted in device separation. Type of investigation code b01 replaced (from b17). Investigation findings code c070603 replaced (from c20). Investigation conclusions code d1001 and d1102 replaced (from d14). All other codes are applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.